Event description:
It was reported that the heart rate on the electrogram (egm) and markers did not match the surface electrocardiogram (ECG). Additionally, failure to capture, no sensing and decreased pacing impedance was observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.